Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was alarming for helium leak.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was alarming for helium leak. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service technician (fst) was dispatched to evaluate the unit. Fst was unable to reproduce or find any sign that the unit was leaking helium. Fst performed a long test using a test catheter and a trainer with no issues. However in the log files ¿last alarms¿ showed multiple (13 events) ¿leak in iab circuit¿ on the date this issue was reported to biomed. The indicates the issue is with the catheter being used as the cause of the helium loss. Fst recommended that the end user try to reach out to clinical support if they have this problem again. Fst performed a complete pm, leakage & performance tests. And validated calibration. Returned to customer.